Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion located between the internal carotid (ic) and the m1 segment, the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21m106av) was used. The first pass was unsuccessful, the thrombus was not caught. The physician attempted a second pass and at that time, the embotrap iii device was being removed from the microcatheter but there was an intense resistance felt. The embotrap iii was observed outside the patient and it was noted that the stent on the outer cage was deformed. The embotrap iii device was replaced with a competitor device for the second pass and the procedure was completed. The physician commented that the resistance encountered might have become stronger because of the 6.5mm size, and ¿by forcing it out, it became like a bellow in the microcatheter.¿ a continuous flush was maintained. There was no report of any patient adverse event or complication. The product is reported as not available to be returned for evaluation and analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an occlusion located between the internal carotid (ic) and the m1 segment, the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21m106av) was used. The first pass was unsuccessful, the thrombus was not caught. The physician attempted a second pass and at that time, the embotrap iii device was being removed from the microcatheter but there was an intense resistance felt. The embotrap iii was observed outside the patient and it was noted that the stent on the outer cage was deformed. The embotrap iii device was replaced with a competitor device for the second pass and the procedure was completed. The physician commented that the resistance encountered might have become stronger because of the 6.5mm size, and ¿by forcing it out, it became like a bellow in the microcatheter.¿ a continuous flush was maintained. There was no report of any patient adverse event or complication. The product is reported as not available to be returned for evaluation and analysis. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21m106av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-jun-2022. [Additional information]: on 10-jun-2022, additional information was received. The information confirmed that the lot number of the embotrap iii device is 21m106av. The physician did not apply excessive force at any time during the procedure. It was confirmed that the embotrap iii device was used in only two passes with the resistance encountered during the second pass and the device was replaced. The reported event did not result in a clinically significant delay in the procedure. E.1: initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.